Event description:
MFR received a report from a dealer that the client of a facility fell from the pt lift when the loop on a sling allegedly came off the hanger. As a result of the incident, the client fractured both hips and subsequently, died a few days later. Evaluation of the unit revealed that the likely cause of the incident was user error not a malfunction.